Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported they were using the hst iii system (3.8mm) product during opcab surgery. After loading the handle normally, the seal was inserted into the aorta hole, but the seal did not unfold into an umbrella shape and fell into the hole. An attempt was made to reattach the seal, but reattachment was not possible, so the product could not be used, and the surgery was completed without a problem with a new product. There was a procedural delay of 7-10 minutes. There was no abnormality in the patient's condition. There were no effects to the patient.

Manufacturer narrative:
(B)(4). Updated sections: b4,g3,g6,h2,h3,h6,h11. The device was returned to the factory for evaluation on 07/08/2025. An investigation was conducted on 7/16/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. Only the delivery device with the loaded seal was returned for evaluation. The seal was observed to be in an opened deployed state. The white plunger was fully depressed and the blue safety lock was off, which allows for the white plunger to be depressed. The seal and tension spring assembly was removed from the delivery device with no physical or visual difficulties observed. There were no visual defects observed on the intact seal or tension spring assembly. Measurements of the delivery device were taken; the inner diameter was measured at 0.196 inches, the outer diameter was measured at 0.219 inches. The length of the delivery tube was measured at 2.49 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based the returned condition of the device as well as the evaluation results, the reported failure "failure to unfold or unwrap" was not confirmed. The lot # 3000409619 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure or the analyzed failure.

Event description:
N/a.